Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic distal gastrectomy on (B)(6) 2018 and suture was used. During the procedure, the needle broke around the swage part. There were no adverse patient consequences. No additional information was provided.